Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. The customer confirmed that this was an additional no delivery alarm that was received after initial troubleshooting had been done. During a second round of troubleshooting, the customer confirmed that insulin did exit the tubing during manual priming, but the device alarmed no delivery. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.